Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri52 lead (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately one month after implant of the implantable pulse generator (ipg) and two leads the patient developed a pocket infection/surgical site. The device and leads were explanted. A new device will be implanted on the other side of patient's chest depending on condition and recovery. No further patient complications have been reported as a result of this event.